Manufacturer narrative:
Upon follow-up, the customer did not recall the high/low blood glucose values and did not recall how they were treated. After the pump settings were changed, the customer had "no problems". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was too low or too high " (value not provided) at certain times". The customer discussed the pump basal rate setting with a healthcare provider and tandem technical support assisted the customer with adjusting the setting.